Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead exhibited low r-wave through the device but was higher with the analyzer. The rv lead was left implanted and once the current of injury settled the r-wave increased. The rv lead remains in use. No patient complications have been reported as a result of this event.